Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. Upon evaluation, the trunk connector would not securely latch with a test monitor. Review of the patient's downloaded data revealed communication errors between the monitor and electrode belt. The cause of the communication error and insecure connection is the damaged connector. The root cause of the damaged connector was not positively identified. No adverse event resulted from the damaged electrode belt. The last patient to use this belt did not report any deficiences.

Event description:
Review of service data detected a reportable problem. During servicing, the trunk cable connector of belt sn (B)(4) would not latch with a test monitor. The last patient to use this belt did not report any deficiencies.